Event description:
It was reported that this patient with this subcutaneous implantable cardiac defibrillator (s-ICD) system has a history of over-sensing due to their complex rhythm of bundle branch block. Recently, an inappropriate shock was delivered due to intrinsic over-sensing. The physician elected to surgically explant and replace the s-ICD system with a transvenous system to better manage the patient's complex rhythm morphology. The patient was stable with no additional adverse effects. The explanted s-ICD device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardiac defibrillator (s-ICD) system has a history of over-sensing due to their complex rhythm of bundle branch block. Recently, an inappropriate shock was delivered due to intrinsic over-sensing. The physician elected to surgically explant and replace the s-ICD system with a transvenous system to better manage the patient's complex rhythm morphology. The patient was stable with no additional adverse effects. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.